Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), abortion spontaneous ("a post-implant miscarriage/pregnancy (miscarriage)") and pregnancy with contraceptive device ("a post-implant miscarriage / pregnancy (stillbirth or miscarriage)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2007 and device monitoring procedure not performed "did not undergo confirmation test". Concomitant products included nsaid's since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psychological or psychiatric condition: depression and anxiety") and anxiety ("mental anguish/psychological or psychiatric condition: mental anguish") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, infection ("infections"), menstrual disorder ("menstrual bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches") and headache ("migraines / headaches"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dyspareunia, migraine and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, cystitis, depression, device dislocation, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff was currently planning for essure removal. Diagnostic results: on (B)(6) 2014, CT abdomen and pelvis; bilateral essure tubal occlusion devices are noted unchanged from prior study. No abnormality of the uterus or ovaries are identified. There are multiple rounded pelvic calcifications compatible with phleboliths. Concerning the injuries reported in this case, the following one/ones were confirm in patient's medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received. Dyspareunia (painful sexual intercourse), migraines / headaches were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.